Event description:
It was reported there was a hole in the extension tubing near the female luer. The director of dialysis stated it is suspected that the safety slide clamp possibly tore the tubing. The catheter was replaced.